Event description:
It was reported that the bd luer-lok syringe had a scale marking issue. The following information was provided by the initial reporter: "syringe is blank, no volume scale on side."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E4. The initial reporter also notified the FDA on ( 18-sep-2023). Medwatch report is (enter report number).

Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. H3 other text : see h10 manufacture narrative.

Event description:
Material#: (B)(4) batch: 3111348. It was reported by customer that syringe is blank, no volume scale on side. Verbatim: complaint received via email. Email(s) attached. . Becton dickson plasitpak 3ml syringe, (B)(4), lot3111348 syringe is blank, no volume scale on side.